Event description:
It was reported that there was oversensing of the respiratory sensor signal on the right ventricular (rv) channel. The respiratory rate trend feature was turned off and additional noise was subsequently present. The rv pace impedance had been in the upper 200 ohm range; however, spikes in impedance were observed in the 800-900 ohms range. The rv lead remains in service at this time and no adverse patient effects were reported this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).